Event description:
It was reported that during a procedure, the patient experienced a cardiac tamponade which required a pericardiocentesis. After performing brockenbrough, the sheath was inserted when it was observed that the patient's blood pressure decreased. An echocardiogram diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient's vital signs stabilized. The procedure was completed. At the end of the procedure, no pericardial effusion was present, the vital signs were stable, and the patient was placed under observation. It is uncertain when the tamponade occurred or what caused it definitively. However, the physician mentioned the possibility of the non-abbott rv catheter (pulscouter by kaneka medical) because venous blood was aspirated but also stated that the possibility that the sheath is the cause cannot be ruled out. There were no performance issues with the device. This information was received from a medwatch, mw5186733.

Manufacturer narrative:
An event of cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.